Manufacturer narrative:
On 03/06/2019, mentor received additional information about the event: - patient had both breast prostheses removed and they were replaced with mentor smooth round high profile 500cc saline breast prostheses. - the suspect medical device was discarded after explantation. On 03/09/2019, a manufacturing record evaluation (mre) of lot number 216933 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 425cc saline breast prosthesis that deflated after implantation. The patient noticed a deflation of the right breast prosthesis. As a result, the patient underwent explantation on (B)(6) 2019.